Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mixed mitral regurgitation (mr), a reduced 30 percent left ventricular ejection fraction (lvef), restricted posterior leaflet, and a posterior leaflet prolapse for a mitraclip procedure. One ntw clip was deployed. Several minutes post-deployment a partial detachment was observed. The clip was partially detached from the posterior leaflet and remained attached to the anterior leaflet. The partial detachment resulted from a tear on the posterior leaflet due to the anatomy of the leaflet. A second nt clip was deployed to stabilize the first clip. The final mr grade was 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient conditions due to degenerative leaflet. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient conditions due to degenerative leaflet. The reported patient effect of tissue injury was due to the migration. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: h6 health effect: clinical code: 4559 added.